Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was bent. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the insertion valve of the catheter ripped off during slitting. The catheter was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.